Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent ventricular assist device (vad) alarms when connected to the mobile power unit (mpu). After a thorough review of their power sources and controller power cords, a possible bent pin inside their black power cable attachment to the mpu was discovered. The patient was instructed to stay on battery power until a loaner mpu could be mailed to them.

Manufacturer narrative:
Main investigation conclusion the reported event of atypical alarms while on the mobile power unit (mpu) was able to be confirmed; however, the damage to the patient cable was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested. The mpu was visually inspected and the patient cable was found to be in good condition and functioned as intended. The mpu was powered on and connect to power alarms were active when connecting the controller. The issue was isolated to the main printed circuit board (pcb) and power supply pcb. The unit was repaired and returned to the customer. The power supply and main pcbs were sent to product performance engineering (ppe) for further evaluation. The pcbs underwent further testing by ppe. The main pcb was seen to be damaged with the inductor (l8), resistor (r14) and the capacitors (c43 and c47) being broken off of the pcb. The brown wire crimp sleeve of the power supply and the inductor (l8) were shown to have damage indicating that when the brown wire was disconnected from the socket, the crimp sleeve hit the inductor causing the damage to the main pcb. The power supply was inserted into a test mpu and was found to function as intended. The damaged main pcb was repaired and both returned pcbs were inserted into a test mpu. The mpu was then connected to a mock loop and was found to operate a mock loop with no alarms active. The mpu was able to function as intended following the repairs to the main pcb. While isolated to the printed circuit boards a root cause for the damaged boards was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number:(B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.